Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for the replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the internal bumper was incarcerated at the level of the duodenal bulb. The device has been replaced.